Manufacturer narrative:
(B)(4). Returned product consisted of a maverick 2 balloon catheter. Portion of the distal end of the shaft (including the tip and markerbands) and the balloon were not returned. The distal shaft and balloon were separated at the proximal balloon transition. There were numerous kinks throughout the hypotube of the device. Microscopic examination of the balloon was not possible as it was detached and not returned for product analysis. Microscopic examination of the tip was not possible as it was detached and not returned for product analysis. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other damage or issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 04-dec-2014. It was reported that crossing difficulties were encountered. The 90% stenosed, 20x3.0mm, eccentric, de novo target lesion containing a lesion bend of <= 45 degree was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 3.00mm x 20mm maverick²¿ balloon catheter was advanced to pre-dilate the target lesion but failed to cross the lesion. The physician then removed the balloon and performed rotational atherectomy to treat the lesion. Subsequently, the physician pre-dilated the lesion again and implanted a stent to finish the procedure. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the distal end of the shaft was detached.